Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-3636 knotless 1.8 fibertak soft anchor had an issue. During a labral repair procedure, when the surgeon was inserting the anchor, a piece of the metal tip broke off inside the patient. The surgeon did not notice it at first, finished the case, took an x-ray post-op, and found out that a metal piece was left inside the patient. They brought the patient back into the or for additional surgery, re-opened the incision, and removed the broken metal piece that day. The initial labral repair procedure was successful, as other anchors were used with the same part and lot number to complete the procedure initially. After the additional, the patient was fine and was released the same day after the outpatient procedure and additional surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual evaluation, it was noted that the distal tip of the inserter shaft was broken. No broken pieces were returned for investigation. No photos of the x-ray were provided. The most likely cause of this condition is the excessive force used to pry and/or leverage the device.